Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v067713, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the left lead has high impedances, with the right lead fine. The left lead case values were respectively 7896, 6999, 7496, 8534, with the pair values shown as 2489, 4501, 6077, 2464, 4341, 2589. Therapy impedance was 2444 ohms at 1.257 ma, and intra-op values with the twistlock were shown as 16927, 14438, 19807, 17690, 17204, 22499. Per the healthcare provider (hcp) it looked like there was a kink in the wire, and the previous implant surgeon did not use a stimlock. A lead revision is scheduled for (B)(6), with the patient having a stiff leg and classic parkinson's symptoms as a result of the issue. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the high impedances were discovered during an office visit on (B)(6) 2016 and again on (B)(6) 2017. It was stated that the patient had a left lead replacement on (B)(6) 2017 and exploration/interrogation of the left side and revision on (B)(6) 2017 to resolve the impedance issues and stiff leg. Medical notes from (B)(6) stated that the patient had high resistance across several electrode combinations on the left side at their last visit, with high electrode impedances and low current. Switching to bipolar mode offered some improvement in symptoms but they continued to have issues. Imaging was done of the lead and a small kink was find halfway between the extension coupling and the intracranial entry point, with no obvious discontinuity at the location. It appeared as though the extension couplings had descended from the previous location but were still overlying the skull. Operative notes from (B)(6) noted a pre-operative diagnosis that there was a left deep brain stimulator intracranial lead fault, with a lead removal performed. It was noted that in (B)(6) 2016 the patient had worsening of their speech and right body symptoms as well, with an inability to achieve improved symptom control with stimulation even after reprogramming. A surgical exploration was performed in 2017 which found the lead to be at fault. During the procedure and following placement of the new lead tests were performed. At 1 volt the patient experienced pulling of the face and contraction of the right hand. The patient had improvement in speech as well as in bradykinesia and fluidity of movement. Between 1.5 and 2.5 volts the patient had slight speech slurring but no other side effects. The lead was then secured in place and the surgery completed. No further complications are anticipated.